Event description:
A doctor reported that ultrasound power was not efficient during a cataract procedure. Consequently, he used higher power to complete the procedure than he would have used with the alternate system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).